Event description:
Delay of nitroglycerin therapy reported. A pt was admitted to the emergency room and was to receive an unspecified titrated dose of IV nitroglycerin. The clinician connected the primed tubing to the lower port on the primary line(maintenance IV), and received "door/cassette" alarms. After changing the IV pump three to four times, the clinician changed the tubing and successfully began the infusion. The pt remained hemodynamically stable throughout the event and although no adverse pt harm occurred there was a delay in prescribed therapy of approximately "10 minutes." Add'l pt info was requested, but no further info was available.